Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An 3i t3® with dcd® non-platform switched tapered implant 3.25 x 10mm (bnst3210) was returned for investigation. Visual inspection of the as returned product identified a crown attached to implant and a fracture across the bottom portion of the implant. Also, the customer reported inflammation as a result of implant fracture. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fractured by lower part the reported complaint is confirmed following inspection and evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured and that the patient had an inflammation as a result. The patient will return to have the fractured portions removed.